Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "safety and efficacy of flexible bronchoscopy in elderly patients: a retrospective comparative study". This retrospective study reviews elderly patients aged =80 years who underwent flexible bronchoscopy at their hospital between april 2021 and march 2022. Outcomes, such as indications, sampling methods, diagnostic results, and complications, were compared with those of a control group of patients aged 18¿79 years. Bleeding (requiring intratracheal administration of adrenaline or thrombin) (124 cases), hypoxia (230 cases), pneumothorax (6 cases), fever (44 cases), pneumonia (13 cases), hypertension (use of nicardipine) (25 cases), arrhythmia (3 cases). This literature requires to reports. (B)(4) represents device 1 of 2: evis lucera bronchovideoscope model bf-260; (B)(4) represents device 2 of 2: evis lucera bronchovideoscope model bf-p290. This medwatch report is for the patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to e1 (title) from the initial medwatch. Olympus will continue to monitor field performance for this device.